Event description:
Part of PICC line may have broken off in pt. Rn found PICC line in bed during noc shift. On portable chest x-ray noted a line in azygos vein - possible PICC line fragment. Diagnosis or reason for use: poor IV access.